Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Monitoring of the patient should be performed regularly to ensure an appropriate response to therapy. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2020 from a physician regarding a (B)(6) year old male patient with a medical history including end stage renal disease, diabetes, and pretreatment administration of intramuscular diphenhydramine (dose not provided) who became symptomatic during their second hemodialysis session with the device on (B)(6) 2020. Symptoms included diaphoresis, increased heart rate, hypotension, dyspnoea, and vomiting. Additional information was received on 16 jul 2020 from the home therapy nurse (htn) revealing symptoms onset within approximately 25 minutes of the treatment start time. 2l nasal oxygen and 12.5mg im diphenhydramine were administered and treatment was terminated with rinseback. Symptoms resolved and the patient recovered without sequelae.